Event description:
Patient underwent leep in our obs facility on (B)(6) 2021. Pt called at 6am the next morning ((B)(6) 2021) with complaint of heavy vaginal bleeding. I met the patient at our facility, examined her and found the entire surgical site to be oozing. I attempted to cauterize the area using the roller ball, but was unable to achieve hemostasis because the leep machine was unable to adequately cauterize the tissue. An ambulance was called and patient was taken to the ed at (B)(6). I met her in the ed and was able to control the bleeding in the or in 15 minutes. Pt was taken to pacu and was discharged later the same day. Our 18 month-old leep precision generator (120 vac) by cooper surgical had recently been evaluated and serviced by cooper under our extended warranty. We felt that it had not been functioning well and that the current cut out at times. They ran diagnostics but apparently were unable to detect any issues. They replaced the circuit board and sent it back to us. We had just received it back on approximately (B)(6) 2021. FDA safety report ID#: (B)(4).